Event description:
Caller reported an error with the continuous glucose monitor (cgm), specifically citing cgm error 42. The customer's blood glucose level was not adversely impacted. Technical support provided guidance for a complete pump reset, and after following the instructions, the error did not reoccur. Consequently, the caller was able to successfully start a new sensor session.